Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received from medtronic indicated that the insulin pump had unresponsive and stuck buttons. Customer reported crack on reservoir. Insulin pump had poor battery life and no delivery alarms. Troubleshooting was not performed. No harm requiring medical intervention was observed. The insulin pump will not be returned for analysis.